Manufacturer narrative:
A specific root cause could not be identified. The qc data provided was acceptable and did not indicate any issues. The service actions and replacement of the measuring cell were believed to have resolved the issue.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable troponin t hs results for one patient sample originally tested after a sample with a high troponin result. Sample 1 was drawn at 20:47 and the initial result was 3.71 pg/ml with a flag indicating carryover. The sample was repeated on the same analyzer and the result was 94.11 pg/ml. The sample was then repeated on another cobas 6000 e 601 module and the result was 94.29 pg/ml. The result of 94.11 pg/ml was reported to the physician. The patient was redrawn at 02.56 on (B)(6) 2017 and the initial result for sample 2 was 3.47 pg/ml. The repeat result on another cobas 6000 e 601 module was 3.23 pg/ml. The emergency department doctor contacted the laboratory and questioned the result reported for sample 1. Sample 1 was then repeated and the result was 70.25 pg/ml. The patient was redrawn at 04: 34 and the initial result for sample 3 was 4.16 pg/ml. The repeat result from another cobas 6000 e 601 module was 4.34 pg/ml. Sample 1 was recentrifuged and retested with a result of 74 pg/ml. The sample was repeated on another cobas 6000 e 601 module and the result was 71 pg/ml. A corrected report was issued for sample 1. There was no allegation of an adverse event. The customer repeated other patient samples tested around the same time as the original testing of sample 1 and all results were acceptable. Qc results on both analyzers were acceptable on the day of the event. The lot number and expiration date of the reagent were requested but not provided.

Manufacturer narrative:
Additional information was provided that the customer believes the initial 3.71pg/ml to be correct and the result of 94.11 to be erroneous. The field service representative ran performance testing, changed the sample probe, reagent probe, pinch tubing, and bead mixer paddle.